Event description:
A 60-65-yr-old female, presented for hemostasis of a stomach bleeder. The probe was placed down an endoscope and into the site. Cautery settings of 2 cut/2 coag were applied with direct tamponade, and no coagulating action was achieved. The physician placed the probe as a test on unaffected mucosa and coagulating action was noted. Repeated placement, and with the side of the probe placed into the affected bleeder, increased settings to 5/5, and a stomach wall perforation occurred. The procedure was stopped and the pt underwent a surgical resection of the stomach wall. No further complications were reported and the pt has been discharged from the hosp.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.